Event description:
During a program history review on (B)(4)2012, it was reported that a faulted diagnostic occurred on (B)(6) 2005, resulting in a change in settings. The patient's device was not programmed to deliver an output current in normal or magnet modes; however, after the change in settings, the magnet mode output current was not changed back to 0 ma. The settings were not corrected until (B)(6) 2005. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Analysis of programming history.